Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty to charge due to ipg migrated. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The was doing well postoperatively. The explanted ipg was discarded.